Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor. The ventilator passed self-testing.

Event description:
It was reported that a ventilator oxygen sensor failed to calibrate. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Unique identifier (UDI) number added. Additional codes added to evaluation codes method and result. Correction to the PMA / 510k #. Device evaluation summary: the oxygen (02) was returned for failure investigation. A visual inspection of the returned part showed no anomalies. The 02 sensor was installed into a failure investigation test ventilator for analysis. During o2 sensor calibration a low urgency alarm indicated that the o2 sensor failed to calibrate and an error code was logged in the system diagnostic log. The o2 sensor was removed, a reading taken with a digital multimeter on the sensor read 20.7 mv; acceptable pass range is between 8.5 mv and 13.5 mv. The 02 sensor was manipulated and the readings became erratic. The investigation isolated the failure to the calibration out of range, but a cause was not identified. If information is provided in the future, a supplemental report will be issued.